Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer insulation was breached (clavicle-rib crush). It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the inner insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead and the right atrial lead had apparent fractures. The left ventricular lead showed high pace thresholds. Both right atrial and right ventricular leads were explanted and replaced, and the left ventricular lead was capped. No patient complications were reported as a result of this event.